Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2012 product type: implantable neurostimulator.

Event description:
It was reported the implantable neurostimulator (ins) was turning off on its own. A review of the ins data was attempted, but the report sent to the manufacturer was empty, so no analysis could be done. Refer to manufacturer report #3004209178-2020-06217 for details pertaining to the reportable related event.